Event description:
End user stated the left arm rest on his pronto m41 chair cracked 8 inches from the front of the arm rest going back. Enduser uses the arm rest to transfer in and out of the chair. No injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1143206, ev.g(feb-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Of note: the reporter of this event was contacted for additional information. In speaking with him it has been learned the necessary repairs were completed on his powered wheelchair and is now in working condition. The malfunction has not been confirmed.